Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position. Post successful valve deployment, resistance was felt while pulling back the 29mm commander delivery system (ds), which was unable to be withdrawn. Vascular surgery was performed to remove the ds and 16fr esheath+ without any major issues. Per report, the patient was stable post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of inability to withdraw system through sheath was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Patient factors (i.e. Calcification, tortuosity, scar tissue, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during withdrawal. Additionally, proper withdrawal techniques are important, as non-coaxial withdrawal of the delivery system may cause the system to interact with the sheath, resulting in difficulty withdrawing. As such, available information suggests patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.